Event description:
It was reported during a bronchoscopic biopsy procedure, slit section of the biopsy valve chipped and fell off into the patient's bronchus. The fallen fragment was retrieved with a grasping forceps, which caused a delay of about 10 to 20 minutes. The procedure was completed using a back-up device. There were no further reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, e1 (address, city), h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device inspection found that the biopsy valve was broken, and a broken piece of the biopsy valve fell off. The broken piece was confirmed to have been retrieved. The shape of the broken piece matched the damaged part of the biopsy valve, therefore it was believed that the fallen rubber piece is part of the biopsy valve. The returned device was damaged, so a representative device was used to perform functional testing. As a result, the following was found: even when the biopsy forceps was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the biopsy forceps was inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was caused by component failure of the biopsy valve. The cause of the biopsy valve failure could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the biopsy forceps was done at an angle, making it heavier and causing damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.